Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. After changing the catheter, air entered the sheath at the hydrostatic sheath. It was clearly visible and audible during aspiration. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated. After changing the catheter, air entered the sheath at the hydrostatic sheath. It was clearly visible and audible during aspiration. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.